Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer allegation was confirmed due to stains on the image guide bundle. In addition to the coating of the image guide coil peeling off, the bending angle was insufficient due to elongation of the angle wire, the insertion tube was crushed, and scratches were found on the operation part and grip. Additionally, scratches were up/down plate and the universal cord, corrosion of electrical connector contacts were found and there were scratches on the scope connectors. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera bronchofibervideoscope, spots on the image were visible. The device was returned and evaluated, and the coating of the image guide coil was found to be peeling off. There was no patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.